Manufacturer narrative:
The manufacturer¿s field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. The fse reported review of the device diagnostic log indicated a vent inop occurrence due to air valve liftoff failure. Due diligence has been performed to obtain additional information about the reported event. To date, no further information has been received.

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement.

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.